Event description:
During review of programming history the patient came into an appointment at unintentional settings that would be typical of an incomplete diagnostics. Review of the previous appointment showed that the patient had a systems diagnostics preformed with no final interrogation. The setting change was adjusted the day that the patient came in at the unintentional settings. The patient remained at 55 minutes off until a later date.

Manufacturer narrative:
Analysis of programming history.